Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal video scope was reprocessed in a reprocessing unit in which the water filter was improperly maintained and used on a patient. There was no report of patient or user harm as a result of the event.

Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the issue could not be determined, however, it is likely that the user/facility staff understanding may have differed from olympus recommendation in device handling and/or reprocessing steps, resulting in the device being insufficiently reprocessed. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No new event information reported by the customer.